Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was "not pumping food". They did not clarify if the pump appeared to be delivering and failed to do so. Mmdg did not follow up with the initial reporter, at the time of the complaint they stated that the complaint occurred during testing and that they had no additional information. Complaint- (B)(4).

Event description:
The initial reporter stated that the pump was "not pumping food". They did not clarify if the pump appeared to be delivering and failed to do so. Mmdg did not follow up with the initial reporter, at the time of the complaint they stated that the complaint occurred during testing and that they had no additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.